Event description:
It was reported that patient presented with diaphragmatic stimulation due to rv lead positioning. The lead was explanted and replaced when repositioning was unsuccessful. No patient complication were associated with the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.